Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the complaint, originally (B)(4), was re-opened upon receiving further information from (B)(6) which was: screw details added. The patients medical records and x-rays were originally returned and fully evaluated, the results of which were documented in (B)(4), a copy of which can be found attached in this complaint in the notes and attachment section. This investigation is only reviewing the new information that has since been provided. From the information reviewed, no changes were required to the previous investigation conclusions. The complaint shall be closed with an undetermined conclusion. It shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. Device history lot ==> product code (B)(4), work order (B)(6) was manufactured on 26th april 2007. Twenty parts were manufactured per specification and all raw materials met specification. Coc review certificate of conformance review for 4262184, product code121881756, work order 2378068 and met specification. There were no ncs or deviations associated with this lot. Due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined. Should further information come available that impacts the findings in this investigation it will be reopened.

Event description:
Letter from corries solicitors ref (B)(4). Potential claim for damages for personal injuries and other losses suffered as a result of the failure of a bilox delta ceramax ceramic insert. Original surgery (B)(6) 2007. Less than 1 yr after the primary surgery the patient experienced pain in his hip. On (B)(6) 2009 the patient was advised by his surgeon that his ceramic liner had shattered. Surgery stickers attached. Revision date and hospital unknown. Complainant information. Product lot for the pinn. 6.5 cancellous screw 30mm and pinn sector ha acet cup 56mm. Product details for pinn. 6.5 cancellous screw 30mm. Doi: (B)(6) 2007; right hip.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> the complaint, originally dint (B)(4), was re-opened upon receiving further information from (B)(6) which was: screw details added. The patients medical records and x-rays were originally returned and fully evaluated, the results of which were documented in dint (B)(4), a copy of which can be found attached in this complaint in the notes and attachment section. This investigation is only reviewing the new information that has since been provided. From the information reviewed, no changes were required to the previous investigation conclusions. The complaint shall be closed with an undetermined conclusion. It shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. Device history lot ==> product code (B)(4) , work order (B)(4) was manufactured on (B)(6) 2007. 20 parts were manufactured per specification and all raw materials met specification. Coc review certificate of conformance review for (B)(4) , product code(B)(4) , work order (B)(4) and met specification. There were no ncs or deviations associated with this lot. Due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined. Should further information come available that impacts the findings in this investigation it will be reopened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.